Manufacturer narrative:
Product ID: 8784, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported a kink was found on the proximal side of the anchor. It was noted that when the kink was freed up, the medication completely started to flow again. Caller stated that when the physician let go of the proximal catheter, the catheter kinked again and nothing was dripping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2019. Interventions included the entire system was explanted/replaced on (B)(6) 2019 and the device disposition was returned to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly of the pump. The catheter ((B)(4)) was returned, and analysis found no significant anomaly of the catheter. The catheter ((B)(4)) was returned, and analysis found no significant anomaly of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2019-mar-18. It was reported that the event date was (B)(6) 2019 (note: this conflicts with the previous report that the event occurred on (B)(6) 2019). It was further noted that on (B)(6) 2019, the patient returned to the clinic for a refill, however no changes were made to her medication. It was noted that instead of changing "sc," boluses would increase from 10-20 mcg and up to 8 boluses. On (B)(6) 2019, a pump refill resulted in 32ml aspirated (note: this conflicts with the previous report that 30ml were aspirated) which was beyond a 25% acceptance rate. The dye study with abnormal results occurred on (B)(6) 2019, and the pump was turned down to minimum flow rate at that time. A catheter revision would be scheduled, however no other actions were taken at the time of report. It was noted that the clinical diagnosis was increased pain, and the event was ongoing. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure, with the catheter (intrathecal/spinal portion) noted to be the device affected.

Manufacturer narrative:
Other relevant device(s) are: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type catheter. Product ID 8784, serial# (B)(4)1 implanted: (B)(6)2014 explanted: (B)(6) 2019 product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath. Serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,000 mcg/ml fentanyl at 375 mcg/day and 10.5 mg/ml bupivacaine at 3.9 mg/day. The reason for use was not reported. It was reported that the actual reservoir volume was 30ml and the expected reservoir volume was 8 ml. The issue occurred on (B)(6) 2019. Troubleshooting done prior to the call included a dye study was done. The dye study was attempted but they were unable to aspirate. The physician stated it could be that the anchor is folded over. There were no symptoms reported. There were no further complications reported/anticipated.